Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. It should be noted that the mitraclip ntr / xtr system instructions for use (IFU) states: "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". As it was reported that the mitraclip device was used on the tricuspid valve, this complaint is considered an off-label use of the device. However, it is unknown if the off-label use contributed to the report issues. A cause for the reported patient effects of tricuspid regurgitation (tr) and heart failure cannot be determined. The patient effects of tr and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature. Article title: pulmonary capillary wedge pressure (pcwp) as prognostic indicator in patients undergoing transcatheter valve repair (ttvr) of severe tricuspid regurgitation.

Event description:
This is filed to report heart failure and recurrent tricuspid regurgitation. It was reported through a research article that 60 patients underwent transcatheter tricuspid valve repair (ttvr). Within six months of the procedure, the implanted mitraclip may have contributed to heart failure, recurrent tricuspid regurgitation (tr) and rehospitalization. Details are listed in the article, titled ¿pulmonary capillary wedge pressure (pcwp) as prognostic indicator in patients undergoing transcatheter valve repair (ttvr) of severe tricuspid regurgitation.¿ no additional information was provided.